Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The phenomenon was not reproduced and tests confirmed that the device functioned without problems. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oaz) was informed by the nurse at the user facility that the customer with the visera 4k ultra high-definition camera control unit having error message e216. The customer reported problem was found during preparation for use. No death injury or harm was reported to olympus.

Manufacturer narrative:
The olympus field service technician was onsite at the user facility to troubleshot but was unable to resolve the problem. The subject device was returned to olympus for evaluation. The customer¿s reported e216 error could not be confirmed however, error code e116 occurred. The cause of the error is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.